Event description:
It was reported that patient got out of bed while recovering from total knee. Post op less than two days, went unassisted to restroom and fell. Wound dehisced. A wash out and poly exchange took place. Nothing was loosed or broken.

Manufacturer narrative:
An event regarding revision involving a triathlon ps x3 tibial insert was reported. The event was not confirmed. Method & results: -device evaluation could not be performed as the subject device was not returned. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: a complaint history review was not performed as no device specific failure modes were identified. Conclusions: the event could not be confirmed nor the root cause of the reported revision surgery determined due to the minimal information received. The clinical indication for the revision was not provided. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that patient got out of bed while recovering from total knee. Post op less than two days, went unassisted to restroom and fell. Wound dehisced. A wash out and poly exchange took place. Nothing was loosed or broken.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.